Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough ns; guide catheter: laucherebu35. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly tortuous, moderately calcified and 90% stenosed. The nc tenku rx 3 x 12 mm balloon ruptured during the first inflation at 6 atmospheres. The lesion was further dilated with a 3.0 x 13mm non-abbott balloon catheter three times and further dilated with another 3.0 mm non-abbott balloon twice more to complete the procedure. The nc tenku rx was prepped according to the instructions for use and there was no resistance during removal of the protective sheath, however there was resistance during advancement with the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.